Manufacturer narrative:
Additional information: (B)(6) years, (B)(6) lbs. Patient ethnicity: not hispanic/ latino, race: (B)(6).

Event description:
It was reported that patient presented in clinic for follow up after experiencing an inappropriate shock from the implantable cardioverter defibrillator. Upon interrogation, it was observed that the therapy was delivered during paroxysmal atrial fibrillation episodes that were terminated successfully. No other electrical anomalies were noted. The issue was resolved on (B)(6) 2017 with changes to medications and device re-programming. The patient was not symptomatic during and after the event and will be followed up with normally.